Manufacturer narrative:
(B)(4). Eval, results: (target vessel revascularization).

Event description:
It is reported that approximately 27 months post stent implant the suffered an in-stent coronary artery restenosis and underwent per cutaneous intervention. The investigator did not assess the relationship between the event and the study device, the study drug or the study procedure. No other clinical sequelae were reported.

Event description:
It is reported that the patient suffered coronary artery restenosis of the mid lad approximately 51 months post stent implant. Patient underwent stenting of the mid lad with an unknown stent for treatment. The event was not assessed for relatedness with the device.

Manufacturer narrative:
Results, conclusions: restenosis of stented segments. (B)(4).

Event description:
Pt had a 2.5 mm diameter x 8 mm length micro driver over-the wire (otw) coronary stent implanted to the mid lad to treat a stenosis. Approx 22 months post procedure the pt underwent a target vessel revascularization of the mid lad - one endeavor otw drug-eluting stent was implanted distal to the target lesion. Pt recovered with treatment and no other clinical sequelae were reported.